Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as a change in caregiver. The same day as the onset of peritonitis; the patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics which were discontinued 16 days after event onset. The same day the patient was recovered from the peritonitis event. Dianeal therapy was ongoing. It was not reported if the caregiver was retrained on the proper aseptic technique. No additional information is available.